Event description:
A novasure hand piece failed to initiate the uterine ablation. The novasure generator was rebooted and the same parameters were entered. The hand piece failed to trigger a second time. A different generator was obtained. The hand piece again failed to trigger. A new hand piece was obtained and the generator was set with the same parameters. The new hand piece worked as expected on the first try.